Event description:
One patient sample with discrepant sodium results. Initial result gave 133 mmol/l; repeat gave 141 mmol. Initial result was reported. Patient not adversely affected. Although the exact root cause was not determined the field service representative noted he replaced the sodium and reference electrodes and checked sipper and sample probes. Performance tests were performed and within specification.